Event description:
The consumer reported, using the product for six hrs on her upper back. When the patch was removed, the consumer stated, the area "looked like an iron had burned her". The consumer did not seek medical attention at the time of the incident and treated the area with vaseline. The area completely healed in five days without any scarring.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.